Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. Sus voluntary event report mw5075942.

Event description:
Sus voluntary event report mw5075942 received stating: during surgery, when the perclose device was removed from the vessel, it was noted one of the two footplates was missing. Dates of use: (B)(6) 2018. Diagnosis or reason for use: transcatheter aortic valve replacement. No additional information was provided.